Event description:
It was reported that the right ventricular lead had increasing thresholds. Since the patient was pacemaker dependent, and their venous system was occluded on the right side, a new system was implanted on their left side. The old system was reprogrammed to vvi 30 bpm, unipolar sensing, as a backup system. It was noted that the bipolar sensing was poor. About one month later, the chronic device was removed, and the right atrial and right ventricular chronic leads were capped when it was noted that the atrial chronic lead was discolored, and blood was in the lumen of both the atrial and ventricular chronic leads. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.